Event description:
It was reported that, this right ventricular (rv) lead was revised. The lead was reprogrammed to monitor only ten days before revision procedure. The rv exhibited low amplitude and low impedances within normal limits. This rv lead remains in service. No adverse patient effects were reported.